Manufacturer narrative:
This product was reported in error. It was determined that it does not involve product that is design and/or manufactured by depuy synthes joint reconstruction. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. The surgery was completed without any surgical delay. After the surgery, the nurse told to the sales rep that a k wire broke away when the surgeon used it with the drill bit during the surgery. The nurse suspected that the drill bit had been bent. He/she felt something is wrong with the drill bit when he/she used it in the surgery. The tip of broken k wire was remained in the body. The used k wire was not our product, it was a stock of the hospital. The customer requests detail investigation. No further information is available.